Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently having charging issues the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was disposed of by the facility.